Manufacturer narrative:
Device manufacturing date is unavailable at this time. RMA issued. Replacement tactile awl shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument is visibly bent. Physical damage/deformation directly caused the event.

Event description:
A medtronic representative reported that during a spine procedure, a tactile awl was bent while performing a l4-s1 fusion. The surgeon noted the bone was very hard and when using the awl, the tip was bent. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.